Event description:
During surgery to insert a orthopedic screw, the driver was difficult to remove from the screw head. During the insertion of another screw, the surgeon was not able to remove a second driver from the screw head after tightening the screw. While trying to remove the driver from the screw, the driver tip broke off in the screw head. The broken driver tip was left in the screw head in the patient.

Manufacturer narrative:
A visual examination under magnification of the returned, broken driver was performed. Torsional and oblique fracture patterns were found at the transition of the hex into the radius. A torsional fracture pattern likely indicates an excessive twisting load (torsion), while the oblique fracture pattern likely indicates some side loading (bending) was also applied to hex tip. The driver is not designed to withstand significant side loads and should only be used with torsional loads. No definitive conclusion can be drawn without additional information. Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this driver break. Additional mdrs associated with this event: 3025141-2015-00077: driver #2; 3025141-2015-00078: screw.